Event description:
Stimulant antibiotic beads 10cc requested by surgeon to use. Beads did not setup and harden as they should. Lot number flagged and other boxes on shelf with same lot removed from supply. Rep notified and supervisor.